Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type: software product ID tm90t0 lot# serial# (B)(6). Product type: accessory product ID hh90t01 lot# serial# (B)(6). Product type: mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, receiving dilaudid hydromorphone via an implantable infusion pump for spinal pain, regardin g a external device. The patient receives 6 bolus per day. It was reported that whenever the patient tried to deliver a bolus or connect to the myptm (my personal therapy manager application) it took 15 minutes or so in order to get connected. Technical services (ts) tried to walk the patient through deleting the data but the patient's handset was not charged. Ts advised charging the handset and contacting back for further assistance. The patient later called back stating they had the equipment to walk through clearing data, but their handset would not stay powered on. The patient was connected to healthcare information technology (hcit) and would be connected back to patient services if they needed further assistance clearing data. (B)(6) 2026 the patient called back reporting the handset screen was going black and 'died' when attempting to swipe the screen. The patient reported having trouble as their ptm device was able to deliver a bolus, but it took 15-20 minutes to get it. The patient mentioned that several days back, ts reviewed data and assisted the patient in deleting the data. Ts had the patient connect to the pump; however, the communicator appeared 'dead' and was unresponsive. The patient stated that the communicator was charged on sunday night, and partially on monday, and they'd guess it 'died' since then. Ts had the patient attempt to charge the communicator; however, the patient did not have the charging cable available. Ts reviewed charging information and advised the patient to charge the communicator and attempt to deliver a bolus. The patient would call back if they needed further assistance.